Event description:
It was reported that the device was used during a gastric bypass procedure. The anvil got bent, causing difficulty to open and close due to the bent anvil. It is unknown when or how this damage occurred. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Anvil additional followup: 'was the anvil bent or the connection point? Anvil was bent. Was the device used on the patient? When was the anvil issue identified, prior to use? Yes, device was used on the patient. After use, a bent anvil was noticed before it was reloaded. Patients preexisting conditions? High blood pressure, gerd, asthma. Patient age, sex and weight/bmi? Female, (B)(6). How long postoperatively did the patient return? 2 weeks. Did the staples appear to be formed properly? Describe the staple line? Do not know. How is the patient currently? Hospitalized currently because g tube slipped. Is the patient expected to have a full recovery? Yes. Was the bent anvil related to the postoperative issues with the patient? Yes. Please confirm the location of the staple line leakage? Remnant leakage in proximal portion." The analysis results found that one ec60a device was returned with the anvil bent upwards and without reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete; however, the distal staples were not properly formed due to the returned condition of the anvil. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The device closed, fired and opened properly during testing.

Manufacturer narrative:
(B)(4). Date sent: 08/13/2012 . Anvil additional information: it was found out that the patient was brought back to surgery due to a leak. She believes it was on the remnant side of stomach. On what tissue type was the device used? Stomach and bowel. At what location on the tissue? Don't know. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Don't know. During which stroke did the event occur? Dont know. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue and white. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Don't know. Were any unexpected noises heard? If so, when? Don't know. Were any of the forces higher or lower than expected (closing, firing, or opening)? Difficult to fire and open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Don't know. Was there any difficulty removing the device from the tissue? No. What were the patient s pre-existing conditions? Don't know. Does the patient have any relevant history of surgical treatments? If so, what? Don't know the analysis results found that one ec60a device was returned with the anvil bent upwards and without reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete; however, the distal staples were not properly formed due to the returned condition of the anvil. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The device closed, fired and opened properly during testing.